Event description:
It was reported that the 9600 system shut down (powered down) then powered back up on its own. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to repair the power cord (neutral line open). Power cord repaired, reterminated power plug and work station power terminal. The system was tested and found to be working as intended and placed back into service.